Manufacturer narrative:
The lot release records were reviewed, and the product lot met all acceptance criteria. The device was received for evaluation, and the exposed portion of the soft cannula was found to have a tear and caused leakage as fluid was observed exiting the tear. The tear was confirmed to have caused an insulin delivery failure. There was no other damage found with the device that would result in the reported event.

Event description:
It was reported that the patient¿s blood glucose (bg) levels rose to greater than 250 mg/dl (>13.9 mmol/l) between 5 and 24 hours of wearing the pod on their arm. The reporter stated the bg levels were high during the first day of use, and there was no pain, bleeding, or leakage of the device observed. The device investigation found the cannula had a tear.